Event description:
It was reported that the tip of the shaver broke and lodged into the disc space during a tlif procedure causing the surgery to take an additional 1-1.5 hours to remove the broken off part. No other complications were reported. The broken off part was retrieved.

Manufacturer narrative:
(B)(4). Visually confirmed instrument tip broken. Fracture surface reveals a quasi-brittle fracture with river lines indicative of bend stress overload. The above observations are consistent with bend stress overload, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.